Event description:
A report was received that the patient was explanted due to an infection at the ipg site. The patient's symptom included soreness at the ipg site. The physician does not believe the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to an infection at the ipg site. The patient's symptom included soreness at the ipg site. The physician does not believe the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility.